Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s spouse stated on (B)(6) 2020, the patient had a skin reaction under the entire patch area, with itching, redness, scarring, and watery and purulent drainage. The only treatment was to keep the area clean and dry. This is being reported due to the report of scarring. No additional patient or event information is available.